Manufacturer narrative:
Evaluation: this event is still under investigation.

Event description:
A gunther tulip filter was placed in a pt who had contraindication to anticoagulation that was immobile and at risk for thromboembolization. CT scan two days after placement showed the filter in good position. Five days following placement the pt arrested. A chest x-ray following resuscitation demonstrated migration of filter to the cavoatrial junction. A subsequent echocardiogram showed the filter within the tricuspid valve. Emergent surgical removal was required. The pt recovered from the surgery, but remains in the intensive care unit and ventilated.